Event description:
As reported approximately 3 years and 6 months post implant of a sapien xt valve in the pulmonic position inside a transannular patch, a 23mm sapien 3 ultra valve was implanted. The patient is stable and tolerated the procedure. An echo (tte) at 1 day post 2nd valve revealed peak gradient of 26mmhg with a mean gradient of 14mmhg and trace insufficiency. Upon review of medical records, an echo performed at 3 years and 2 months revealed 'early failure of sapien valve with leaflet immobilization and severe pulmonary insufficiency'. Per report, the perceived cause for the 2nd valve was due to the sapien xt valve was oversized for the anatomy and was not able to be fully expanded and as a result, the valve was not functioning optimally. The xt valve was dilated with a non-edwards balloon catheter and followed up with a 23 sapien 3 ultra valve and good results were achieved.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in patient.

Manufacturer narrative:
Update to b2 (correction -outcomes attributed to adverse event), h6 (type of investigation, investigations findings, and investigation conclusions). The 26mm sapien xt was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing per procedures all inspections are conducted on 100% of the sapien xt components. During incoming inspection of the components, the leaflets are 100% dimensionally and visually inspected. Flow testing is performed on the sapien xt valves and are inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The sapien xt with novaflex+ delivery system IFU and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on post procedure care. Post-procedure, thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated as determined by their physician. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for leaflet motion restricted-in patient and central leak worsening were confirmed based on medical record. No potential manufacturing non-conformance were identified. A review of the DHR, lot history, and manufacturing mitigation provided no indication that manufacturing nonconformance was a contributing factor. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the reported leaflet restriction and central leak was confirmed based on medical record review; however, per report, the perceived cause for the 2nd valve was due to patient/procedure factors (the xt valve being oversized for the anatomy and the valve was not fully expanded). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU/training inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. H3 other text : device remains implanted in the patient.

Event description:
As reported approximately 3 years and 6 months post implant of a sapien xt valve in the pulmonic position inside a transannular patch, a 23mm sapien 3 ultra valve was implanted. The patient is stable and tolerated the procedure. An echo (tte) at 1 day post 2nd valve revealed peak gradient of 26mmhg with a mean gradient of 14mmhg and trace insufficiency. Upon review of medical records, an echo performed at 3 years and 2 months revealed 'early failure of sapien valve with leaflet immobilization and severe pulmonary insufficiency'. Per report, the perceived cause for the 2nd valve was due to the sapien xt valve was oversized for the anatomy and was not able to be fully expanded and as a result, the valve was not functioning optimally. The xt valve was dilated with a non-edwards balloon catheter and followed up with a 23 sapien 3 ultra valve and good results were achieved.

Manufacturer narrative:
The investigation is ongoing.